Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during pre-delivery inspection cardiosave intra-aortic balloon pump (iabp) the printing and color of the touch panel screen display are not normal.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Failure found before delivery of the device to the customer. The complaint record is cancelled as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. Hence sending downgraded MDR. Please cancel mfg report number 2249723-2025-0001617 in your database."